Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot perform baseline) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to damage in ECG "c". An unused pulse wire migrated within the ECG electrode and damaged the belt discharge wire. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a baseline ECG recording could not be obtained during patient setup.